Event description:
A valiant was implanted for treatment of a chronic 52 mm thoracic aortic dissection, type b. The proximal aortic neck was 28 mm in diameter and 30 mm in length. The distal aortic neck 37 mm in diameter and 50 mm in length. The lsa was intentionally covered. It was reported that the patient had a CT with contrast noting a type ii endoleak. False lumen perfusion, event is continuing, re-entry through left carotid. The event was also noted with a CT with contrast three months later.

Manufacturer narrative:
(B)(4).

Event description:
A review of returned cta¿s from 3 days post-implant revealed that a valiant was implanted covering the lsa, extending distally into the descending thoracic aorta. The bare spring is near the level of the lcca. The max diameter taa is approximately 4.5cm. There is contrast seen within the proximal sac. The lsa and lcca are both being perfused. There is a stent placed into the lcca and rcca, and a possible dissection at the lcca and brachiocephalic origin. The proximal stent graft od is 21mm and the distal stent graft od is 20mm. The dissection extends distal to the stent graft into the left iliac artery, and a stent is seen placed into the left external iliac artery. No stent graft issues are observed. A review of cta¿s from 3-months post-implant showed similar findings from the earlier post 3 day CT¿s. No stent graft issues are observed. The cause of the false lumen perfusion is unknown. May be patient related from the pre-implant dissection.